Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the severely tortuous, severely calcified left anterior descending (lad) artery. The lesion was ablated using a rota device. Then, the physician attempted to place a 3.00x32 liberte stent, but was unable to cross the lesion. The stent strut was found to be lifted up. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).